Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) was above 600 mg/dl, but exact value was not provided. Customer addressed elevated bg with a correction bolus and site change. Customer also reverted to manual injections for insulin therapy, per instructions from their health care provider. Customer also reported the pump motor was heating up.